Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not returning from leave of absence. A technical support specialist reviewed the external inbound processor service logs and identified multiple errors indicating failed processing of received messages for different keys, installed the observer tool on the production server by applying knowledge article (ka) - "fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool" with no downtime, and confirmed that it was running as expected. The tool was successfully added to task scheduler and was configured to run every 10 minutes to monitor the pyxis external inbound processors service. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not returning from leave of absence. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.